Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided complete information on resetting the pump, and after walking the caller through the reset process, the error did not reappear. Subsequently, the customer successfully started their sensor session.